Manufacturer narrative:
Device associated with this event was not returned for evaluation. No samples were returned for this complaint, however, samples for other complaints with the same lot number and the same/similar issue were returned and evaluated as part of the investigation at the supplier. References in the investigation report to any returned samples are regarding the samples returned for those other complaints, and not from this particular complaint. Review of the associated lot found no exceptional records. The retention samples were also examined and the appearance of the balloon/inflation port, catheter body, and valve function were normal with no broken tube or separation at the joint noted. A destructive tensile strength test in the reverse direction of six units across the associated lot was conducted for adhesion of the tube and 4-pc cannula set. (Two retain samples and four returned samples for the ports which were intact.) The samples were tested one at a time with the tube on the up jig and the 4-pc cannula set on the down jig and pulled apart at 300 mm/minute until they separated and the results recorded. The tensile force for each was over 1.51 kg (minimum requirement is 1.02 kg) with the retain units from lot 15fm0001 having from 1.52 kg to 1.91 kg tensile force measured on the ports. The returned samples intact ports were measured from 1.62 kg to 2.46 kg of tensile force. No previous investigations are available. After the detailed batch review, no discrepancies (other than the reported detached inflation port) were found. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. - device manufacture date updated. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Note: there are two (2) cases associated with this particular device; therefore a separate FDA form 3500a has been generated to address the other case. (B)(4).

Event description:
It was reported that the irrigation port was found disconnected in the package. The device was not used on a patient.

Manufacturer narrative:
Additional review of the file revealed an incorrect brand name was submitted on the original report. The brand name has been updated accordingly. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted.